Manufacturer narrative:
H3: device eval by manufacturer?: a 23mm lotus edge valve delivery system was returned to boston scientific(bsc) and analyzed by a bsc quality engineer. The valve was returned fully sheathed and with the sterilization bottle. Prior to analysis the device was imaged under fluoroscopy to ascertain the alleged damage. There was no evidence of a braid wire protruding at the kink site. The outer sheath was kinked on the outer j curve approximately 5.5cm proximal to the distal tip of the outer sheath. The clear coating of the outer sheath was slightly raised at the kink site. The alleged poking mandrel and perforation were not confirmed during analysis. No other issues noted.

Event description:
It was reported that a delivery system kink occurred. The lotus edge valve was prepared and introduced through a large lotus introducer sheath. The lotus edge valve was tracked up to the abdominal aorta where the marker orientation was assessed and then tracked to the aortic arch, where the tip met resistance at the aortic arch. The lotus edge valve was withdrawn and a kink was observed under fluroscopy 5-10cm from tip of nosecone. The lotus edge was removed from the patient and an assessment was made that the kink was apparent with a metal mandril poking out a perforation out 1-2mm. The procedure was completed with non-bsc valve. The patient was stable.

Event description:
It was reported that a delivery system kink occurred. The lotus edge valve was prepared and introduced through a large lotus introducer sheath. The lotus edge valve was tracked up to the abdominal aorta where the marker orientation was assessed and then tracked to the aortic arch, where the tip met resistance at the aortic arch. The lotus edge valve was withdrawn and a kink was observed under fluroscopy 5-10cm from tip of nosecone. The lotus edge was removed from the patient and an assessment was made that the kink was apparent with a metal mandril poking out a perforation out 1-2mm. The procedure was completed with non-bsc valve. The patient was stable.